Manufacturer narrative:
Manufacturer's reference number: (B)(4) per an internal review on 23-feb-2022, it was noted that the following codes were inadvertently omitted on follow up report #1. Therefore, the following were updated on this report. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were added as related to the bent shaft.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 10-jan-2022. The device evaluation was completed on 11-jan-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separation issue occurred. Despite introducing the dilator through the sheath, according to the user guide, the hemostatic valve was broken, and they had to change the product for a new one. There was a delay of five minutes. There were no patient consequences. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo¿ sheath sample revealed that the hemostatic valve was found dislodged inside of the hub and the vizigo¿ shaft was bent. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) evaluation was performed for the finished device number 00001714 and no internal action was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate the issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separation issue occurred. Despite introducing the dilator through the sheath, according to the user guide, the hemostatic valve was broken, and they had to change the product for a new one. There was a delay of five minutes. There were no patient consequences. Additional information was received on 14-dec-2021. It was reported that there was no physical damage on the valve/hub at first glance. When the sheath was flushed on the instrumentation table, while still outside the patient, this is when the broken hemostatic valve was noticed. The serum they used to flush the sheath were coming out around the proximal portion of the sheath, around the hemostatic valve, instead of through its distal portion. The hemostasis valve (gasket) did not break into two or more separate pieces at first glance. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body.